Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301033 and lot number 0302868. The review did not reveal any detected quality issues that could have contributed to this reported defect. To aid in the investigation, ten physical samples, twelve photos and one video were received for evaluation by our quality team. The ten samples received are 30ml syringe barrels with no plunger rod-rubber stoppers, but have a teal tip cap glued to the luer lock. Additionally, ten plunger rods that no longer have the rubber stopper were also received. A visual inspection was performed on these samples and no defects or imperfections were observed. Eleven of the photos provided show the rubber stopper finishing taken with high magnification. One additional photo shows a gray plunger rod with stopper. The gray plunger rod has plastic flash towards the bottom. The gray plunger rod doesn't appear to be a bd product. The video provided shows a syringe placed under a tester, a solution applied and the drops of solution past the stopper. It is unclear of the testing conditions in this video. Based on the investigation with the returned sample, photo and video analysis the symptom reported by the customer could not be confirmed. Also, without analysis of the actual complete sample a probable root cause could not be offered. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd luer-lok¿ syringes failed a leak test, 10 syringes had defective stoppers, and 1 syringe had a molding defect. The following information was provided by the initial reporter: "in production area were found samples failing leak test, where it was notice little bubbles. From those pieces, were taken 10 samples to verify their measurement and condition under microscope, samples were found with wrinkles and 1 piece with flash".